Event description:
It was reported that last night the patient tried to decrease stimulation but couldn't. The patient didn't see normal therapy screen and her "numbers." Patient services walked the patient through successfully synching with implantable neurostimulator (ins) and decreasing stim from 2.0 to 1.9. The patient verified that stim was on. The patient wanted to decrease stim because she could really feel it. When she bends over she feels a pain. This had been going on for a year, but for the last 2 or 3 weeks when the patient bends over she really feels it and it was uncomfortable. The patient wanted to see if by decreasing stim the pain would go away. The patient did mention this pain to hcp (healthcare provider) and he told the patient that some people do get pain with device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ay16, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A follow up form was received from the patient with none of the boxes on the form checked. The patient's back aches many days where the device is. Appointment date was noted as 6 months.